Event description:
Pt admitted to hosp for recurrent right inguinal hernia repair and removal of penile prosthesis. The penile prosthesis was removed secondary to pt's complaint that the prosthesis would not deflate and having pain. The surgeon noted at the time of surgery that the tubing leading to the scrotal pump was remarkable for having extensive calcification both on the pump and around it. It may be that the calcification was what may have prevented the functioning, as it was encapsulated in extremely hard material. The penile prosthesis had been placed in 1986. MFR is unk.